Event description:
A trilogy 100 was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed active exhalation control module test steps. The device's active exhalation control module was replaced to address the issue. Additionally, not related to the reportable issue, the device failed a low o2 flow test step due to the grey removable foam being installed incorrectly. The foam was adjusted to address the issue. The device's rubber feet, power cord clamp, handle and labels were replaced due to cosmetic issues. The device was tested and passed all final testing.